Manufacturer narrative:
This ra lead was cut during the removal process and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the hospital due to an arrhythmia and the right atrial (ra) amplitude was observed to have decreased. Also, atrial pacing was observed at the same time that ventricular pacing was happening so the field suspected the ra lead had dislodged. An x-ray taken confirmed the dislodgement and surgical intervention was performed to reposition the ra lead. During repositioning, helix extension issues were noted and the ra lead exhibited a high out of range pacing impedance measurement of 3000 ohms which led the physician to believe a fracture had occurred. Lead body damage was also suspected when the physician was inserting the stylet into the lead body. The ra lead was explant and replaced and there were no adverse patient effects reported.